Manufacturer narrative:
Results: one used unit was received for evaluation. Our quality engineer microscopically inspected the returned unit and confirmed that the catheter was broken. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: based on the condition of the sample, the engineer concludes that the catheter tubing was most likely cut by some sort of sharp object or instrument during removal of the device. The bd insyte instructions for use state to never use scissors at or near the insertion site. (B)(4).

Event description:
The bd insyte IV catheter became detached from the hub, leaving the line in the patient's wrist. The patient required an ultrasound scan and a visit to theatre to remove the line.